Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the pod and the continuous glucose monitor in use at the time (abbott freestyle libre 2+) experienced a communication error after more than 48 hours of pod wear. This issue led to an increase in the patient¿s blood glucose. No specific blood glucose value was reported. The patient was subsequently admitted to the hospital and received treatment consisting of intravenous therapy. At the time of reporting, the patient remained hospitalized, with no anticipated discharge date provided. No further details were provided despite multiple good-faith efforts for additional information.